Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for use in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient's anatomy was reported to be not tortuous, calcified, or tight, and there were no insertion problems. It was reported that the bifurcated stent graft was positioned, but when the handle was cranked back, the ring broke away from the catheter before the device was deployed. The device was removed from the patient, and a 26 mm diameter x 15 mm diameter x 16.5 cm length bifurcated stent graft was deployed without incident. No clinical sequelae were reported, and the patient is reported to be fine.